Event description:
A consumer reported that a patient had been going to the bathroom "a whole lot" since the saturday, (B)(6) 2016-, prior to the report. The patient has had multiple falls prior to the event, but they are unsure if they are related to the device or therapy. The consumer noted that the patient has several health related issues including: falling and also an infection. The infection was determined as not related to the implantable neurostimulator (ins). The patient is drinking more water, due to the infection. The consumer also noted that the patient has a difficult time mentally and they are having trouble determining what the issues are. They are not sure if the patient is actually feeling stimulation, "etc". They checked the ins on the day of the report and it was on. The consumer wanted to know if the icon had to be on for the patient to get stimulation or for the patient to get therapeutic benefit. Stimulation was increased from 4.3v to 4.5v and it was suggested that the patient follow up with their healthcare provider as soon as possible. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that the patient had been in the hospital with a compression fracture in the spine. The patient initially went to the hospital due to urinary tract infection (uti). The hospital was trying to figure out what was going on with the patient. They consulted with the managing healthcare professional (hcp) regarding the issues and the hcp stated that it was highly unlikely that the issue the patient was having now was related to the device. The hcp indicated that if any of the issues were related to the device they would be located near or at the implantable neurostimulator (ins) site. The hcp at the hospital did not think the device was the cause of any of the patient¿s issues. Right now they did not know if the device was providing therapeutic effect, but it seemed it had been, but the patient had so many health issues and falls that they were not sure what was going on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.